Event description:
A report was received that during a lead revision, the ipg was replaced. The patient mentioned to the physician that she was having charging issues prior to the lead revision. The physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Date of event: 2011. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.